Manufacturer narrative:
Continuation of medical devices: ddbb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post generator change out, the patient heard alert tones from the implantable cardioverter defibrillator (ICD). A device check found the right ventricular (rv) lead pacing impedance was high/undefined. High thresholds were noted. The lead was reprogrammed. An x-ray showed the lead may have pushed out of the header. The lead and device were disconnected and final numbers were good after the lead was reinserted into the header. The lead and device remain in use. No patient complications have been reported as a result of this event.